Event description:
It was reported that this right ventricular (rv) lead was oversensing noise causing pacing inhibition with greater than two seconds of asystole causing the patient to experience syncopal episodes. Noise would be present when the patient was moving their arms. Surgical intervention was performed and this rv lead was explanted and replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).